Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a trial procedure. The physician was unable to access the epidural space due to patients previous surgeries. Cerebrospinal fluid (csf) leak was determined to have occurred both by csf return from the insertion needle and with extremely low impedances on the lead when tested. The patient had no symptoms from the csf leak and no treatment was needed. The trial lead was discarded per hospital policy, and patient was doing well postoperatively. Physician feels the cause of csf leak was due to patients extensive surgical history and scar tissue in the epidural space.